Event description:
Reportedly, at the beginning of (B)(6) 2018, a gradual increase in the impedance of the right ventricular lead was observed until values higher than 3000 ohm. The patient reports that he didn¿t suffer any trauma.